Event description:
Pt under general anesthesia for extra-corporeal shockwave lithotripsy of large kidney stone. After 900 shocks, the machine would not deliver any more shocks. Changed electrode with no results. Vendor notified and repaired machine. Pt's case was discontinued with no apparent harm.